Event description:
On (B)(4) 2011, haemonetics received a service report stating that on two separate occasions the pcs2 machine used two full anti coagulant (ac) bags during the procedure. No donor or operator injury was reported.

Manufacturer narrative:
On (B)(4) 2011, haemonetics received a service report stating that on two separate occasions the pcs2 device used two full 250ml anti coagulant (ac) bags during the procedure. No donor or operator injury was reported. If the procedure was stopped in the case of excess ac delivery, blood loss is low risk per (B)(4). Per (B)(4), "depending on a donor's capacity to metabolize citrate and the volume and rate of sodium citrate infused, a reaction may range from asymptomatic to severe respiratory or cardiac rhythm problems." The device will not be returned to haemonetics for evaluation therefore the complaint cannot be confirmed. Haemonetics replaced the rotor and on (B)(4) 2011 the customer confirmed that the machine is back in service with no further issues. Haemonetics (B)(4).